Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy pacemaker (crt-p) presented to the hospital with phrenic nerve stimulation. Upon further review, high left ventricular (lv) thresholds and loss of lv capture were observed. A drop in lv pacing impedances was also noted. The physician elected to program the device to right ventricular pacing only. This crt-p and the lv lead remain in service. No adverse patient effects were reported.